Event description:
The customer reported a ventilator oxygen concentration was too high. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporter phone number: (B)(6).

Manufacturer narrative:
H10: the device was evaluated by the customer and an international philips field service engineer (fse). The philips international field service engineer (fse) reported that the customer replaced the sensor and the unit was returned to service. No other anomaly was reported.